Manufacturer narrative:
Correction d3- manufacturer information corrected. Correction- d5 additional device information added. Correction d6a - date of implant added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient is experiencing ineffective therapy and is receiving therapy in the incorrect area of the body. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.